Event description:
The pt experienced increased baseline pain, a volume discrepancy was found and a catheter dye study revealed the distal segment of the catheter was "misplaced and dye delivery into surrounding tissue". The pt was scheduled for catheter revision surgery. The pump logs were read the day of surgery and the logs showed 3 motor stalls. The first stall occurred in 2009 and recovered at approx 18 days later. The second stall occurred 2 days later and recovered at about five weeks later. The third stall occurred on the same day of recovery, and did not recover. It was noted that the pt did not report having any MRI's. A bolus was programmed to make sure the rotors would move if the pump was not replaced; the rotors did not move during the bolus. The pump was replaced. The distal segment of the catheter was replaced. The device system was used to deliver dilaudid. Additional info has been requested, a follow-up report will be sent if additional info becomes available.